Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported bent cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to above 250 mg/dl while multiple boluses were administered without effect as the patient was wearing the pod. Upon removal from the infusion site, the pod¿s cannula was found to be bent.